Event description:
On (B) (6) 2009, received mesy form from maquet nordic finland for two heartstring seals that were loaded according to instructions. When the delivery device was removed from the loader device, the heartstring seal remained inside the loader device and was not on the delivery device as it should have been. The procedure was completed using a third heartstring. This report is for the second seal. (B) (6).

Manufacturer narrative:
Investigation results: the visual inspection revealed that delivery device was outside the loader device with the plunger not depressed. The seal subassembly was outside the loader device and outside the delivery tube. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).